Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via text that the insulin pump has cosmetic damage. The customer¿s blood glucose level was unknown at the time of the incident. Customer doctor noticed that the sticker had come off and then they noticed that the round top of the reservoir has broken off. No troubleshooting was done, the insulin pump will be returned for analysis. Frn- reservoir.

Manufacturer narrative:
Device received with the reservoir tube lip completely broken off. The reservoir does not stay locked in place due to broken reservoir tube lip. Unable to perform displacement test due to broken reservoir tube lip. Device received missing end cap sticker.